Manufacturer narrative:
The source of the complaint about the impedance anomaly was verified to be the associated lead. Sc-1120/303062: device evaluation indicated that the device passed all tests performed. The ipg passed impedance measurement test with known good leads. The ipg passed all the required tests and revealed no anomalies. Sc-2408-56/3117133: device evaluation indicated that the device was returned in two pieces. However, it appeared that excessive tensile force was exerted onto the lead body, resulting in cable fractures. Sc-4319: device evaluation indicated that the device passed the test performed. The clik-x anchor revealed no anomalies.

Event description:
A report was received that the patient felt the stimulation had changed. High impedances were noted. Database analysis (db) revealed impedance measurements showed high values on port c (6 contacts). The patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1200 serial #: ( B)(4) description: precision montage MRI ipg sterile kit model#: sc-4319 lot #: 19545768 description: clik x MRI anchor.

Event description:
A report was received that the patient felt the stimulation had changed. High impedances were noted. Database analysis (db) revealed impedance measurements showed high values on port c (6 contacts). The patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected. The patient was doing well postoperatively.